Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners patient reported that they are experiencing tmj issues and have completely stopped wearing their aligners. Provided information on tmj and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.